Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a normal saline bolus, the tubing separated at the y-site when patient caught it in the rail. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report that the set came apart was confirmed. Visual inspection observed the separation was at the engagement between the proximal nac y-site outlet port and tubing components. Functional testing was not performed due to the obvious damage. Further visual inspection of the separated tubing end observed insufficient solvent applied at the engagement of the tubing. Both the separated tubing ends were measured and their outer diameters were within specification. The root cause that the set came apart was insufficient solvent applied at the engagement of the tubing.